Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope had a cracked control body, and the angulation was ¿not okay.¿ the reported issue was discovered during reprocessing of the scope. No procedure was affected. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the nozzle was clogged, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the angulation had less then the standard value. Upon further inspection, it was observed that the nozzle was clogged due to incorrect or insufficient reprocessing of the scope or due to handling. It was observed that the scope cover had a leak. It was also observed that the lightguide rod lens was chipped. It was observed that the charge-coupled device cover lens was chipped, and the lens glue was discolored. It was also observed that the plastic distal end cover had a dent, scratch as well as a sharp edge or snag. It was observed that the bending section cover was separated. It was also observed that the connecting tube had a scratch. It was observed that the paint was peeling on the nut of the suction cylinder, air, and water channel. It was also observed that the up and down knob was broken. It was observed that the light guide cover glass was scratched and foggy. It was also observed that the natural air and water supply at idle or while functioning, did not meet the standard volume. Lastly, it was observed that water contact and removal did not meet the standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.